Event description:
It was reported that during inter-hospital transport of a pt the expiratory cassette got disconnected by itself. There was no pt harm. (B)(4).

Manufacturer narrative:
Further info has been sought and a supplemental medwatch report will be submitted when the investigation is completed. (B)(4).